Event description:
A consumer reported that the protective clean power toothbrush damaged their gum.

Manufacturer narrative:
Date of event is approximate. The reporter contact address and email address were not provided. Manufacture date not provided or identifiable.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
H1: type of reportable event has been updated from "serious injury" to "injury" case after consulted and reevaluated this case with philips oral healthcare clinical and pqe.